Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient programmer was showing ¿replace generator¿ error message. The ipg became inoperable soon after and would not communicate with external devices. It is undetermined if the ipg is exhibiting normal or premature depletion. Surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.